Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. It was confirmed through the downloaded patient event data and device key stroke log that the device had powered off unexpectedly during the event. The system pcb assembly and battery pins were replaced as a precaution only and after observing proper operation through functional and performance testing, the device was returned to the customer for use. Physio was unable to conclusively determine the cause of the reported issue.

Event description:
The customer contacted physio-control to report that their device powered down during a patient event several times. There was patient use associated with this event but there was no adverse outcome. No further details about the patient or event were provided.